Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00004: stem; 3025141-2018-00005: head.

Event description:
An arh slide-loc radial head replacement system was implanted in a patient. At some point post operatively, the head/neck assembly dissociated from the stem. The implants will be explanted on (B)(6) 2018.